Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain while wearing the sound processor, accompanied by poor device performance. Reprogramming attempts were performed; however, the issue could not be resolved. The surgeon initially planned to perform an implant body rotation procedure; however, it was subsequently determined that the implant body had not been adequately fixated and had become displaced. Consequently, rather than performing a positional correction alone, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgical procedure to improve auditory performance.